Manufacturer narrative:
Device was received with a blank flashing display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm and had power loss. Customer stated that they installing new battery but after that insulin pump could not turn on. Customer was unable to clear alarm. Customer stated that they installing new battery, monitoring insulin pump for 2 hours and frozen display was not recurred. Customer stated display did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.